Event description:
During the ptca/stenting treatment procedure, the physician used a 6 fr introducer sheath for right groin vascular access and a 0.014" bmw universal guidewire and a jl4 guide catheter to cross the lesion. The maverick2 monorail 9/2.5 mm balloon was inserted across the lesion and inflated to 4 atms, then 6 atms, then 8 atms, then 10 atms to predilate the lesion for placement of a taxus 12/2.5 mm des. The taxus stent could not cross and was removed. The maverick 2 monorail 9/2.5 mm balloon was reinserted across the lesion and inflated to 6 atms when it ruptured. The maverick2 monorail 9/2.5 mm balloon was removed and replaced with a crosssail 10/2.5 mm balloon which was inflated to 4 atms, then 6 atms, then 6 atms again, then 8 atms to successfully complete the lesion predilatation. The taxus des was reinserted and the delivery device balloon inflated to 14 atms to successfully deploy the stent to a finished diameter of 2.79 mm. Follow up angiogram films and an abdominal aortogram were performed and the pt was transferred to the post anesthesia recovery room in stable condition.

Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 9/2.5 mm balloon ruptured at 6 atms causing a partial dissection in the circumflex coronary artery. A taxus mr 2.5x12 mm stent was placed as treatment for the dissection. Additional info has been requested regarding this event.